Event description:
This case was initially received via regulatory authority (valvira on 13-feb-2018. This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ("menstrual pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal pain upper ("strong nonspecific stomach pain") and menorrhagia ("heavy menstrual bleedings"). The patient was treated with surgery (implants, fallopian tubes and uterus have been removed vaginally assisted by laparoscopy). Essure was removed. At the time of the report, the dysmenorrhoea, abdominal pain upper and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, dysmenorrhoea and menorrhagia with essure. The reporter commented: patient who has essure implanted in 2013. Impants were normally in situ, obviously no problems during insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: implants were normally in situ. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6) on 13-feb-2018. The most recent information was received on 22-feb-2018. This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ("menstrual pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal pain upper ("strong nonspecific stomach pain") and menorrhagia ("heavy menstrual bleedings"). The patient was treated with surgery (implants, fallobian tubes and uterus have been removed vaginally assisted by laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, abdominal pain upper and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, dysmenorrhoea and menorrhagia with essure. The reporter commented: patient who has essure implanted in 2013. Impants were normally in situ, obviously no problems during insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: impants were normally in situ the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-feb-2018 for the following meddra preferred term: dysmenorrhoea ¿ analysis in the global safety database revealed 188 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Most recent follow-up information incorporated above includes: on 22-feb-2018: no lot number known by the reporter. She has no information about the outcome of the events yet, removal was performed on (B)(6) 2018. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira on 13-feb-2018). The most recent information was received on 22-feb-2018. This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ("menstrual pain"), menorrhagia ("heavy menstrual bleedings / menstrual bleeding disorder") and pain ("vague pains") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("strong nonspecific stomach pain"). The patient was treated with surgery (implants, fallobian tubes and uterus have been removed vaginally assisted by laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, menorrhagia, pain and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, dysmenorrhoea, menorrhagia and pain with essure. The reporter commented: patient who has essure implanted in 2013. Impants were normally in situ, obviously no problems during insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: impants were normally in situ. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-mar-2018 for the following meddra preferred terms: dysmenorrhoea ¿ analysis in the global safety database revealed 197 cases. Pain - analysis in the global safety database revealed 418 cases. Menorrhagia - analysis in the global safety database revealed 658 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reasons for essure removal were menstrual bleeding disorder, menstrual pain and vague pains. Event vague pains added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.